Event description:
It was reported that after the programmer returned from service the touch screen was not responding to the stylus or touch. The programmer has been returned to service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer touch screen was not responding to the stylus or touch. It was noted that the programmer display and stylus were working. The programmer software was reloaded and updated. It was verified that the stylus was working correctly. The programmer subsequently passed all safety, console and systems tests. If information is provided in the future, a supplemental report will be issued.